Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Conconmitant products that used in this study: carto. Other companies devices that used in this study: acunav, 6-fr quadripolar catheter (bard inc.) Manufacturer's ref. No:(B)(4).

Event description:
This complaint is from a literature source. It was reported that a total of 120 patients with structural heart disease underwent catheter ablation between january 2010 and december 2011. Among them, 3 patients developed pericardial effusion occurred during mapping/ablation due to rv perforation and was successfully drained percutaneously without consequence. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿impact of timing of recurrence following catheter ablation of scar-related ventricular tachycardia on subsequent mortality¿ the aim of this study was to investigate the impact of timing of vt recurrence on survival in consecutive patients with scar-related vt undergoing ca. Suspect device is a thermocool catheter, however catalog and lot number is unknown.